Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill tubing process the insulin "was running back and forth in the same spot." Additionally, it was reported that the t:lock became loose. Reportedly, the customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose level was 300 mg/dl.